Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy procedure, at the second firing, the surgeon said the device did not staple the tissue. The sales rep also checked the tissue. No malformed stapling was noted. No staples fell into cavity. No bleeding was noted. The surgeon suspected the tissue was torn. The tissue was sutured manually and stapled the tissue by the third firing and the procedure was completed. Prior to resecting the stomach, the surgeon removed serous coat, and stapled the soft tissue, thus the stapling might have been buried. The surgical time was extended by less than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Photographic inspection noted that the reload was fully fired. All staple pushers were fully advanced. No malformed staples were noted. There was evidence of staples being deployed on the staple pushers. Visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.